Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the rubber housing around the connector on the mobile power unit (mpu) patient cable being loose, the mpu housing and battery door being cracked, and the mpu missing the red battery strap were confirmed. The mpu was evaluated at the european distribution center (edc) and reported events were confirmed via visual inspection of the returned unit. The mpu was functionally tested and found to function as intended during analysis; the observed damage did not affect mpu function. The damaged housing, patient cable, battery door, and red battery strap were replaced. A full functional checkout was then performed and the unit passed all tests. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook (rev. G) and section 10 and heartmate 3 instructions for use (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Mpu-21786 was shipped to the customer on 25mar2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable on the mobile power unit was coming loose. Additionally, the red ribbon battery strap was missing and the battery door was cracked.